Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4396-88 lead, implanted (B)(6)2015, c4tr01 ipg, implanted (B)(6) 2015. (B)(4).

Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed with no anomalies. The distal conductor was distorted due to over-rotation. There was body tissue/fibrotic growth on the distal electrode, a breached cut of the outer insulation, and the inner insulation was distorted from pulling/stretching/overstress. Visual analysis noted apparent explant damage and the lead was stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about one week after a routine device upgrade procedure, the right ventricular lead had high threshold with intermittent capture and loss of capture. The physician suspected exit block. The lead was explanted and replaced. No patient complications have been reported as a result of this event.